Event description:
Boston scientific crm received information via a latitude red alert, that this left ventricular (lv) lead exhibited high pacing impedance measurements greater than 2000 ohms and loss of lv capture. The field representative changed the pacing configuration to tip to right ventricular (rv) coil which resolved the issue. The lead remains implanted at this time with no further complications. No adverse patient effects were reported. Additional information indicated that the patient lost crt therapy and noticed a lack of energy. The cause of the out of range impedances could not be determined as the only data was the out of range impedance measurements and loss of lv capture in the tip to ring configuration.

Event description:
Additional information indicated a revision procedure was performed due to a lead fracture. The lead was explanted. This device remains implanted at this time with no further issues reported.

Manufacturer narrative:
Our records show that this device remains implanted. If additional information is received, this report will be updated.